Event description:
It was reportedly by service report that the head end brakes were not holding and the fowler could not be lowered completely. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Brake adjuster, fowler.